Manufacturer narrative:
The customer¿s report that the tubing set cracked was confirmed. Visual inspection observed a crack along the side of the set's female luer and a leak was observed from the crack only. The root cause of the crack was a result of internal stresses created during the manufacturing process.

Event description:
It was reported from the nicu that during use the t-connector cracked while flushing. There was no patient impact.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics requested, but was not provided.

Event description:
It was reported from the nicu that during use the t-connector cracked while flushing. There was no patient impact.